Event description:
The core impaction drill was sent for eval because during a procedure it was smoking where the cord plugs into the device. The procedure was completed with a readily available spare device without delay, and no adverse consequences were reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. The motor cartridge contact pins were found to be burnt.